Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not prime while being used with a glass container and a baxter primary set. The customer stated that the issue was resolved by the nurse manually pulling medication down the tubing by attaching a syringe to a y-site on the primary set. There was no patient involvement. No additional information is available.